Manufacturer narrative:
This complaint is related to echo-hd-22-ebus-o-c device of lot number c1157015. The echo-hd-22-ebus-o-c device involved in this complaint has not been returned for evaluation. With the information provided, a document based investigation was carried out. The customer complaint is considered confirmed based on the customer testimony. It is most likely that the attempted straightening of the bent/kinked needle caused the needle to break. A needle can kink/bend due to product handling during the procedure. The needle kink/bend may also be attributed to patient anatomy if the lesion being punctured was a hard lesion or if the endoscope was used in a tortuous anatomy. As the device was not returned for evaluation and conditions of device usage cannot be replicated in the laboratory it is not possible to conclusively determine the root cause of this complaint. Prior to distribution, all echo devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. A review of the manufacturing records for echo-hd-22-ebus-o-c devices of lot# c1157015 did not reveal any discrepancies that could have contributed to this complaint issue. The precautions section of the instructions for use ifu0109-4 that accompanies this device instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use". Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
The needle was bent after entry into the patient and while trying to straighten it, the needle broke off.